Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation, the battery charger/modem would not power on. The cause of the charger/modem not powering up was defective ram processors u100 and u101. The root cause of the defective processors cannot be positively identified but may be random component failure. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
Upon inspection of a (B)(6) male pt's download data, zoll customer support discovered that the pt was receiving "0f04 battery charger faults." After speaking with the pt about the problem, the pt was issued a replacement battery charger/modem.